Event description:
During the administration of an IV catheter to the patient, leakage was detected at the connection point. A new IV catheter was promptly replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
Additional information: 1. No damage observed. 2. Not used for multiple punctures; successful single puncture with infusion completed. 3. No syringe used for fluid administration; infusion administered via infusion set. 4. At the extension tube and luer connector interface.

Manufacturer narrative:
Additional information: (b.5.) Added event details. Investigation results: a complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.